Event description:
It was reported that the battery level of this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased approximately 20% since previous check which was faster than expected. Technical services (ts) analyzed a device data disk and determined that the power consumption was increasing in a gradual fashion. Replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery level of this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased approximately 20% since previous check which was faster than expected. Technical services (ts) analyzed a device data disk and determined that the power consumption was increasing in a gradual fashion. Replacement was recommended. No adverse patient effects were reported. According to additional information received, this device was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.

Event description:
It was reported that the battery level of this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased approximately 20% since previous check which was faster than expected. Technical services (ts) analyzed a device data disk and determined that the power consumption was increasing in a gradual fashion. Replacement was recommended. No adverse patient effects were reported. According to additional information received, this device was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.